Event description:
International affiliate reported the surgeon found the first expedium single inner set screw could not be tightened. The customer changed to a second expedium single inner set screw and that set screw could not be tightened. A third expedium single set screw was used to complete the surgery. There was no report on patient injury and no delay. Receipt of the two returned set screws found threads were torn on each device. The following mfg. Medwatch reports are being filed for the two expediumm single inner set screws: 1526439-2014-12199; 1526439-2014-12200.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Visual examination of the returned device found the threads to be torn and peeled off from the setscrew. A review of the device history record (DHR) for the single inner setscrew was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted on the product family. No emerging trends were found requiring further actions. The root cause of the setscrew threads becoming torn and peeled off from device cannot positively be determined. However, one possible root cause may have been that the setscrew most likely was not properly seated and inadvertently cross threading occurred causing the setscrew threads to become torn. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.